Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button was unresponsive. Investigation also revealed that there was contamination under the up arrow button contact. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be punctured/torn at the up arrow button. During testing, the up arrow keypad button was found to be unresponsive. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).